Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 7 of 13 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury. Device is an instrument and is not implanted/explanted. 07/29/2013 (B)(4). Since the instrument failed due to a bending moment, the instrument is not a synfix system instrument, and the component drawing is acceptable for the intended use, the disposition of this complaint from a design perspective is invalid.

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records for this lot has been requested.

Manufacturer narrative:
(B)(4) the results of the manufacturing evaluation show that due to an unknown cause the tip of the handle with quick coupling is bent. The material was able to be verified as correct; the diameter near of the shaft also conforms to the drawing. Based on the unknown root cause, and the evaluation conducted by synthes, this complaint is deemed indeterminate from a manufacturing position.